Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained her drg system was not providing adequate pain relief. The patient was advised to turn up the stimulation strength, but therapy remained ineffective. Surgical intervention may be necessary to address the issue.

Event description:
Follow information identified the patient's drg system was reprogrammed and effective stimulation was obtained.